Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was noted on the device: cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, and cracked batter tube threads. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump, it alarmed motor error. She pressed the esc and act button, than she reset the device. Customer attempted to bolus and she was unable to due to device had lost all the settings. She reverted to her back up plan and called her doctor to get settings. Customer and her doctor attempted to rewind the device and they were unable as it kept alarming motor error. Customer's blood glucose was 308 mg/dl. Alarm occurred during bolus. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised the device needed to be replaced. She agreed to return the device for analysis.